Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self-test and off no power tests. However, the device was received with motor error alarm during rewind due to corroded motor home switch. No moisture damage found inside the device and no blank display noted. It was also received with cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed the set because of a low reservoir and the insulin pump alarmed motor error. The customer stated that she found that the reservoir leaked insulin into the reservoir compartment and then the display went blank. Blood glucose value was 229 mg/dl. Troubleshooting for blank display was done and the customer stated that the display did not return. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.